Event description:
A physician reported during intraocular lens (iol) implant procedure, when using the cartridge, the surgeon noticed a series of implantation failures. The piston of the injector missed and passed over lens. No abnormalities were observed with the injector and implant. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified handpiece was indicated. The lens diopter was not provided it cannot be determined if a qualified diopter was used. The viscoelastic used was not provided. It is unknown of a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The company specific cartridge was not returned. A root cause cannot be determined without physical evaluation of the product. The lens diopter was not provided it cannot be determined if the lens used was in the qualified diopter range. The viscoelastic used was not provided. It is unknown of a qualified viscoelastic was used. The IFU instructs: the company specific delivery system is for implantation of qualified company specific foldable iols (intraocular lens). No unqualified lenses should be used with the company specific delivery system. The company specific cartridges are qualified for use with compatible company specific handpieces for the surgical implantation of company specific qualified foldable iols. They are qualified for use with a company specific qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company specific iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. New information was provided of their product experience. It was stated that it appears that with the company specific injector combined with the cartridge (the recommended combination for company specific implants), the plunger sometimes fails to catch the implant. However, this issue does not occur when using the company specific injector (company specific implants). Per the IFU as described above, it is important that the cartridge is fully seated securely into the handpiece per the IFU. It is also important that the handpiece plunger is verified to maintain contact with the lens optic edge during advancement. The reporter indicated that the lens (after the placement failure) was retrieved and reloaded, delivered, and no issues were reported. It is not a recommended practice to reload a lens after it has been loaded for delivery and/or advancement in a delivery system. The manufacturer internal reference number is: (B)(4). H.10. Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was requested and received stating that the when the specific model of company injectors used with specific model of company cartridge the plunger sometimes fails to catch the implant.